Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility in (B)(6) reported a blood leak that occurred during a patient¿s hemodialysis (hd) treatment. It was reported that the incident occurred sometime in 2020, however an exact date was not provided. It was reported that the leakage occurred from the upper head cap of the dialyzer. It was unknown how long into treatment the leak occurred. It was reported that the machine, a 4008 v 10 machine, presented a fail; however, there was no information provided regarding the failure. It was unknown if blood test strips were used, if the leak was internal or external, or if there was any defect or damage noted on the dialyzer. It was unknown if there was any patient injury, adverse event, or medical intervention, or if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. It was reported the sample is not available to be returned to the manufacturer for evaluation. Additional information regarding the event was requested, however was not provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a product delivery history search (for the 2020 year as well as three months prior to any product delivered in january of 2020) was requested. 12 lots were found to have been delivered in this time period. A production records review was performed on the reported lots. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on two of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.